Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing headache and would hear running water when the stimulation was on. The patient will undergo an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the physician did not believe that the headache and hearing of running water were device related. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing headache and would hear running water when the stimulation was on. The patient will undergo an explant procedure. No device malfunction suspected.